Event description:
General report of an undocumented number of incidents of a split in the solusets. The tubing sets were being used to deliver an unspecified volume of an unspecified solution, at an unspecified rate. After an unspecified lengths of time, it was reported that when the nurses squeezed the solusets, the solusets split straight down. No specific details were provided. Though requested, no additional information was provided including if the tubing sets were replaced and therapies were resumed or if solutions leaked.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.